Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Monge, f. J. C., angorrilla, I. á., aguado, e. S., & ruiz, f. R. (2011). Rectal ulceration due to using the fexi-seal fecal management system: a case report. Revista da escola de enfermagem da usp, 45(5), 1256-1259. (B)(4).

Event description:
In a journal article by monge, angorrilla, aguado, and rodrigues ruiz (2011), it was reported that a patient who was being treated for septic shock secondary to infectious colitis, developed large amounts of bloody stools. To facilitate exact fecal volume measurement and fecal aspect assessment, a fecal management system was inserted and kept in place without any complications for 6 days. The patient's bowel condition improved and the device was removed. The patient was then started on antithromboic prophylaxis of 40 mg/day of subcutaneous enoxaparin. However, 25 days after removal of the device, the patient had two episodes of asymptomatic rectal bleeding. An emergency colonoscopy was performed revealing a partial circumferential ulceration at the distal rectum, likely catheter-related.

Manufacturer narrative:
(B)(4). No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).